Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h11 and h6 and additional information to section h11. The reported failure was confirmed due to leakage from the bending section cover. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide lens adhesive was chipped. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was due to component failure.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope adhesive loosened at the distal end. The issue was found during reprocessing. There were no reports of patient harm.